Manufacturer narrative:
The investigation concluded that there was no malfunction of the system, and that the system functioned as designed. Further review of product design, product labeling and instruction for use were all determined to be adequate per iso and iec documentation. In addition, it was determined that the issue was caused by user error. As a result no further action is required. (B)(4).

Event description:
The customer reported that a technician got a pinched finger at the bottom of the ceiling suspension. She was behind the table and assisting with positioning a patient.